Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a urinary catheter. The customer reported the balloon will not deflate this occurred while testing prior to inserting into patient.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.